Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, it was a case of a 29 mm sapien 3 valve, on aortic position by transfemoral approach. A loss of pacing lead to the embolization of the valve. The valve migrated to the aortic arch and was captured and implanted. Another valve was successfully implanted at the aortic valve. Then with the second delivery system, a post-dilation was performed at the first 29 mm sapien 3 valve which was below the left subclavian artery at the aortic arch, for more safety. The patient is in good health.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device codes. Added new information to b.2 outcomes attributed to the adverse event h.6 type of investigation, investigation findings and investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: an upward movement of ds/partially deployed thv was noted following balloon inflation and thv appeared to be embolized within ascending aorta. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on provided procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''during inflation/ deflation of the delivery system's balloon, a loss of pacing lead to the embolization of the valve. The valve migrated to the aortic arch.'' Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, ''loss of capture during rapid pacing can cause sudden delivery system movement during deployment'' and ''make sure pressure stabilizes before balloon inflation.'' In this case, the loss of pacing capture disrupted the balloon stability during deployment, causing the thv to embolize toward aorta. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.